Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: endometrial canal"), device breakage ("device breakage"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal bleeding") in a 46-year-old female patient who had essure (batch no. 627282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section in 2000, endometriosis, anxiety and depressive disorder. Concurrent conditions included chronic headaches and mitral valve prolapse. Concomitant products included lorazepam (ativan), medroxyprogesterone acetate (depoprovera) and paroxetine. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), endometriosis ("endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vulvovaginal mycotic infection ("yeast infection and vaginal infection"). In 2014, the patient experienced abdominal pain ("pain abdominal pain"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and device breakage (seriousness criteria medically significant and intervention required), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression"), fatigue ("fatigues"), anxiety ("anxiety/made worse") and malaise ("felt unwell"). The patient was treated with surgery (ablation, hysterectomy (full) and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, device breakage, menorrhagia, genital haemorrhage, depression, fatigue, vaginal haemorrhage, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, abdominal pain, vulvovaginal mycotic infection and malaise outcome was unknown and the anxiety and endometriosis was resolving. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, malaise, menorrhagia, migraine, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: the coils protruding from the os were within protocol range (2-12): right 7 and left 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and genital haemorrhage ("abnormal bleeding") in a 46-year-old female patient who had essure (batch no. 627282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included caesarean section in 2000. Concurrent conditions included chronic headaches and mitral valve prolapse. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), depression ("depression"), fatigue ("fatigues"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, depression, fatigue, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine and headache outcome was unknown. The reporter considered depression, device dislocation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: the coils protruding from the os were within protocol range (2-12):right 7 and left 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and medical record received-reporter information, lot number, other relevant history, lab data, product information, and events- abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), migraines, headaches were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: endometrial canal"), device breakage ("device breakage") and menorrhagia ("menorrhagia") in a 46-year-old female patient who had essure (batch no. 627282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section in 2000, endometriosis, anxiety and depressive disorder. Concurrent conditions included chronic headaches and mitral valve prolapse. Concomitant products included lorazepam (ativan), medroxyprogesterone acetate (depoprovera) and paroxetine. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), endometriosis ("endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vulvovaginal mycotic infection ("yeast infection and vaginal infection"). In 2014, the patient experienced abdominal pain ("pain abdominal pain"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and device breakage (seriousness criteria medically significant and intervention required), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), depression ("depression"), fatigue ("fatigues"), anxiety ("anxiety/made worse") and malaise ("felt unwell"). The patient was treated with surgery (ablation, hysterectomy (full) and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, device breakage, menorrhagia, genital haemorrhage, depression, fatigue, vaginal haemorrhage, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, abdominal pain, vulvovaginal mycotic infection and malaise outcome was unknown and the anxiety and endometriosis was resolving. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, malaise, menorrhagia, migraine, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: the coils protruding from the os were within protocol range (2-12): right 7 and left 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information were added. Medical history and concomitant drug were added. Event : migration of the device were updated as migration of essure device location of device: endometrial canal. Event : anxiety/made worse, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain abdominal pain¸ yeast infection and vaginal infections and felt unwell were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and genital haemorrhage ("abnormal bleeding") in a 46-year-old female patient who had essure (batch no. 627282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included caesarean section in 2000. Concurrent conditions included chronic headaches and mitral valve prolapse. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), depression ("depression"), fatigue ("fatigues"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, depression, fatigue, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine and headache outcome was unknown. The reporter considered depression, device dislocation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: the coils protruding from the os were within protocol range (2-12): right 7 and left 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: endometrial canal'), uterine perforation ('perforation'), device breakage ('device breakage'), menorrhagia ('menorrhagia') and genital haemorrhage ('abnormal bleeding') in a 46-year-old female patient who had essure (batch no. 627282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section in 2000, endometriosis, anxiety and depressive disorder. Concurrent conditions included chronic headaches and mitral valve prolapse. Concomitant products included lorazepam (ativan), medroxyprogesterone acetate (depoprovera) and paroxetine. On (B)(6)2008, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), anxiety ("anxiety/made worse"), endometriosis ("endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vulvovaginal mycotic infection ("yeast infection and vaginal infection"). In 2014, the patient experienced abdominal pain ("pain abdominal pain"). On (B)(6)2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and device breakage (seriousness criteria medically significant and intervention required), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("depression"), fatigue ("fatigues") and malaise ("felt unwell"). The patient was treated with surgery (ablation ((B)(6)2009) and hysterectomy (full)). Essure was removed on (B)(6)2014. At the time of the report, the device expulsion, uterine perforation, device breakage, menorrhagia, genital haemorrhage, depression, fatigue, vaginal haemorrhage, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, abdominal pain, vulvovaginal mycotic infection and malaise outcome was unknown and the anxiety and endometriosis was resolving. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, malaise, menorrhagia, migraine, uterine perforation, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: the coils protruding from the os were within protocol range (2-12): right 7 and left 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. Reporter added. New event uterine perforation was added. Date of ablation was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: endometrial canal'), uterine perforation ('perforation'), device breakage ('device breakage'), menorrhagia ('menorrhagia') and genital haemorrhage ('abnormal bleeding') in a 46-year-old female patient who had essure (batch no. 627282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section in 2000, endometriosis, anxiety and depressive disorder. Concurrent conditions included chronic headaches and mitral valve prolapse. Concomitant products included lorazepam (ativan), medroxyprogesterone acetate (depoprovera) and paroxetine. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), anxiety ("anxiety/made worse"), endometriosis ("endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vulvovaginal mycotic infection ("yeast infection and vaginal infection"). In 2014, the patient experienced abdominal pain ("pain abdominal pain"). On (B)(6)2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and device breakage (seriousness criteria medically significant and intervention required), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("depression"), fatigue ("fatigues") and malaise ("felt unwell"). The patient was treated with surgery (ablation ((B)(6) 2009) and hysterectomy (full)). Essure was removed on (B)(6)2014. At the time of the report, the device expulsion, uterine perforation, device breakage, menorrhagia, genital haemorrhage, depression, fatigue, vaginal haemorrhage, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, abdominal pain, vulvovaginal mycotic infection and malaise outcome was unknown and the anxiety and endometriosis was resolving. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, malaise, menorrhagia, migraine, uterine perforation, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: the coils protruding from the os were within protocol range (2-12): right 7 and left 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Lot number: 627282. Manufacturing date: 2008-05. Expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), depression ("depression") and fatigue ("fatigues"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, depression and fatigue outcome was unknown. The reporter considered depression, device dislocation, fatigue and genital haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.